Event description:
The customer reported that on 7/25/1997 vasoseal was used following a diagnostic catheterization procedure. Six days later the pt presented with pain, redness and some drainage at the groin site. He was readmitted to the hosp and placed on IV antibiotics. Culture results showed methicillin resistant staph aureus.